Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking on the extension tube was confirmed and the cause appeared to be use related. The product returned for evaluation was two 19ga x 0.75¿ powerloc max infusion sets. The samples contained usage residue throughout. One of the samples contained a circumferential crack in the extension set within the fillet at the interface with the luer adaptor. The other sample contained a complete break in the extension set at the same location. The luer adaptor was returned loose. Microscopic examination of the fracture surfaces on both samples revealed similar features which included a topographically complex surface with linear patterns similar to fracture beachmarks. This type of damage is consistent with material fatigue which could have occurred due to repeated torsional or flexural stresses on that joint. No indication of potential manufacture damage or defect was observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle was leaking at the connection at the male luer. 2/08/2019- additional information received stated, "port was accessed on 1/4 for two of the ports and had to be reaccessed due to tubing breaking on 1/5 for two separate patients receiving chemo. Ports were accessed for chemotherapy infusions and during the infusions the tubing broke requiring patient(s) to be quickly re-access with new needle." This file addresses the second device used.